Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and the left internal iliac aneurysm using gore® excluder® aaa endoprosthesis. At the beginning of the procedure, the left internal iliac artery was coil embolized. A trunk - ipsilateral leg endoprosthesis was implanted below renal arteries towards the left external iliac artery, and a contralateral leg endoprosthesis was implanted towards the right common iliac artery. The patient tolerated the procedure. During a follow-up exam on an unknown date of may 2024, an aneurysm enlargement, and a proximal type I endoleak were confirmed. Reportedly, the amount of aneurysm enlargement was approximately 12 mm. On june 24, a reintervention was performed. Intraoperative angiography around the proximal aorta confirmed the proximal type I endoleak. An aortic extender endoprosthesis was added proximal to previously implanted trunk - ipsilateral leg endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
Date of event : the exact event date is unknown (on an unknown date of may, 2024), therefore, may 1, 2024 was marked as the date of event. H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.